Event description:
It was reported when the device was used during a bowel resection, the staples did not form. The device was reloaded and it did not fire. A third device was opened to complete the case. There was no patient consequence.